Event description:
The customer reported the speaker was not working; no alarms. The device was not in use on a patient at the time of event, there was no adverse event reported.

Event description:
The customer reported the speaker was not working - no alarms. The device was not in use on a patient at the time of event, there was no adverse event reported.